Event description:
The customer reported that the ac power module inlet is broken.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module inlet is broken. The ac power module was replaced under warranty which resolved the failure. As of (B)(4) 2010 there have been no further reports of this issue from this customer site.